Event description:
The customer reported to beckman coulter (bec) a leak of an unknown amount coming from the back of the baths around the apertures of their coulter lh 750 hematology analyzer. The customer also stated they may possibly have broken o-rings around the apertures that may be leaking diluent. The leak was contained within the instrument. The msds was not reviewed. There is an exposure control risk management plan in place at the facility. The operator was wearing a laboratory coat, eye goggles and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection to this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse could not confirm an active leak while on site. Upon inspection of the instrument, the fse stated that the red blood cell (rbc) bath seemed to be incorrectly secured. The fse reseated the rbc bath and replaced all the o-rings on the apertures of the rbc bath as a preventative maintenance. The fse ran the analyzer to ensure there were no leaks. The active leak was not confirmed by the fse. However, the rbc aperture bath incorrectly seated could have possibly contributed to the leak initially reported by the customer. (B)(4).